Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results (0.060 and 0.061 ng/ml vs. An expected result of 0.027 ng/ml) from a single level of quality control sample processed on the vitros eciq immunodiagnostic system. Patient sample results were not affected, however, biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from a single level of non-vitros biorad quality control sample while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive root cause. Ocd service actions were performed on the analyzer, however it is unknown if the analyzer was operating as intended at the time of the event. Based on historical tropi es quality control data, a tropi reagent issue cannot be ruled out as a contributing factor. Finally, a stability issue with the non-vitros biorad control cannot be ruled out as a potential contributing factor to this event. The definitive root cause is unknown.